Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the head up valve to repair the bed.

Event description:
Info rec'd indicates the bed head up function is not working manually or electrically.